Event description:
It was reported that the patient faced an event of high blood glucose for which patient managed with insulin via pen on (b)(6) 2026.

Manufacturer narrative:
E1: Patient City: (b)(6).Patient Country: Poland.E1: Name: (b)(6).Country: United States of America.Street: (b)(6).City: (b)(6).State: (b)(6).Zip Code: (b)(6).Based on the available information, this event is deemed to be a serious injuryTo date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545.Manufacturing Site: 8021545.